Event description:
The customer reported via phone call that their insulin pump was damaged. The customer stated there was a broken piece and gouges on the insulin pump's screen. The customer's blood glucose was between 80 mg/dl and 100 mg/dl. Customer reported dropping their insulin pump several times. The customer was advised to disconnect from the insulin pump and revert to a back-up plan as their insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.